Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned, tilted, perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which require or required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films for review, the reported filter tilt and perforation of the ivc could not be confirmed. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' trapease vena cava filter. The filter subsequently' malfunctioned, tilted within and perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which require or required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the medical records indicate that the patient underwent placement of the ivc filter due to their history of recurrent deep vein thrombosis (dvt) despite being on coumadin, history of pulmonary, shortness of breath, and inability to have undergone joint replacement at that time because of being on coumadin. During placement of the ivc filter, prior to actual insertion, the patient had been given some levaquin and developed a rash in his right arm where the intravenous (IV) catheter was administering the levaquin. The levaquin was stopped. The patient was also noted to be hypertensive and was given beta blockers, metoprolol, for this. Via the right common femoral vein, the ivc filter was discharged just inferior to the renal veins. The patient tolerated the procedure well. Approximately on or about eight days post ivc filter implantation, the patient was noted to be doing well and with no complaints during an office visit to the physician. According to the information received in the patient profile from (ppf), sometime post implantation of the ivc filter, the patient reports to suffer from stress, anxiety, and sharp pain in the abdomen. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned, tilted within and perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the inferior vena cava (ivc). The patient is also reported to have experienced stress, anxiety and sharp abdominal pain at some point post filter implant. The indication for the filter implant was a history of recurrent deep vein thrombosis (dvt) despite being on coumadin, pulmonary emboli and shortness of breath. The patient also had a history of severe arthritis and was contemplating joint replacement but was unable to as a result of being on coumadin. During placement of the ivc filter, prior to actual insertion, the patient had been given some levaquin and developed a rash in his right arm where the intravenous (IV) catheter was administering the levaquin. The levaquin was stopped. The patient was also noted to be hypertensive and was given beta blockers, metoprolol, for this. Via the right common femoral vein, the ivc filter was discharged just inferior to the renal veins. The patient tolerated the procedure well. Approximately on or about eight days post ivc filter implantation, the patient was noted to be doing well and with no complaints during an office visit to the physician. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and perforation of the ivc could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Anxiety and abdominal pain do not represent a device malfunction and may be related to underlying patient specific issues and/or patient pre-existing conditions. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.